Manufacturer narrative:
Patient age at time of event is currently unknown. Sex of patient is currently unknown. (B)(4). Investigation- a review of the complaint history, manufacturing instructions, quality control and specification was conducted for the purpose of this investigation. The wire guide was not returned for investigation. Final inspection of the guide is controlled by qc. Recent improvements to the verification of the distal tip connection have been implemented using calibrated fixtures for load testing as opposed to operators touch. There is no evidence to suggest the product was not manufactured to current specifications. This type of device failure has generally been associated with the wire guide being damaged by withdrawal and/or manipulated through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in damage when the force exceeds design specification. Without additional information a definitive root cause can not be determined. The appropriate individuals have been notified.

Event description:
During a ureteral stent insertion procedure, while pulling the wire out, it broke. The physician is unsure whether any piece of wire was left in the patient. Additional information has been requested however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a ureteral stent insertion procedure, while pulling the wire out, it broke. The physician is unsure whether any piece of wire was left in the patient. Additional information has been requested however it was not provided at the time of this report.